Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound bronchofibervideoscope balloon channel had never been brushed, even though the required brush was available to the customer. The issue occurred during preparation reprocessing. There were no reports of patient involvement.